Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed in 2009. According to the complainant, during the procedure, an alliance inflation handle was used to disengaged the basket tip of the basket following the crushing of the stone. The tip was located between the common bile duct and gallbladder duct. This occurred while attempting to crush the stones. An attempt was made to remove the tip; however, this was unsuccessful and moved the fragment closer to the gallbladder. A balloon was utilized to remove the stone fragments. Five days post procedure, the tip had not moved. Another procedure has been scheduled for next month to remove the disengaged tip from the common bile duct. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.